Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. The patient is currently on the clinic and on antibiotics. A new icm will be implanted. No additional adverse patient effects were reported.